Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user accidentally jumped into the pool two days ago and has been getting a restart ilet, alert 60, ever since. The patient has restarted the pump multiple times with no resolve. The user disconnected the pump for two days and defaulted to backup therapy. The agent arranged for a replacement device. Due to the reported issue, the patient experienced a hyperglycemic event of 401 mg/dl blood glucose (bg). It was corrected with backup therapy in the form of insulin shots with her father's assistance out of kindness. The patient experienced excessive thirst and was out of range for more than 90 minutes. There was no further medical intervention required to address the reported event.